Event description:
A customer reported her adc blood glucose meter would not turn on the first time she attempted to use it. She further reported a loss of consciousness which resulted in a fall while she was in her tub which resulted in a fractured leg, a fractured rib, difficulty breathing and pain. Customer self-presented to a local healthcare facility where she was diagnosed with hypoglycemia and was given apple juice to drink. Customer also self-treated with juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. Meter powered on with button depression and with insertion of both strips. An out-of-box failure was not observed. This is a final report.